Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00966.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach the ruby coil, despite the pet lock being broken after using the handle. The ruby coil was therefore removed and the procedure was completed using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.